Event description:
The customer contact reported charring was noted on the strain relief of the female end of the ac power cord. The device was returned to the biomedical dept with an unsigned note that stated "damaged." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility, charring was noted on the strain relief on the female end of the ac power cord. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.